Event description:
It was reported by (B) (6) "rn from (B) (6) hospital that a 2800, 23mm valve was explanted after a 94.43 month implant duration due to aortic stenosis, patient was symptomatic with shortness of breath. The device is available for return, once the hospital's pathology releases it to (B) (6), in about a week. (B) (6) would like a return kit sent to her at the hospital's address.

Manufacturer narrative:
As received, the valve exhibits cut out in the tissue. Approximately 3-9mm of tissue remains intact along the attachment. Calcification is evident in the remaining tissue. Host tissue overgrowth is minimal to moderate at the stent outflow. The wireform is exposed at commissure 1 at the outflow aspect. The x-ray demonstrated calcification and stent distortion. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through rn from (B) (6) hospital. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.